Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-warded and a f/u report will be sent.

Event description:
Related to MFR report # 2183959-2012-02443, 02444. It was reported by plaintiff's attorney that the plaintiff was implanted with another MFR's device on (B)(6) 2008 to treat pelvic organ prolapse and/or stress urinary incontinence. Plaintiff's attorney reports plaintiff underwent revision surgery on (B)(6) 2009. Plaintiff's attorney alleged plaintiff was implanted with monarc subfascial hammock sling on (B)(6), to treat pelvic pain and stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered and continues to suffer debilitating injuries. Plaintiff's attorney alleged plaintiff experienced vaginal pressure and pain, vaginal bleeding, and dyspareunia. Plaintiff's attorney also alleged plaintiff experienced including, without limitation, pain, vaginal scarring, continued incontinence, a recurrence of organ prolapse, sustained severe and permanent personal injuries.